Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the manufacturing record and the product release decision control sheet confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. (B)(4).

Event description:
The user facility reported that the involved navicross catheter end broke off distal to the 4cm marker. The navicross end came out of the patient on the wire, but it was separate to the main portion of the catheter. The broken section is stuck on the wire, the remainder of the catheter was able to be removed. Ir performed procedure. The procedure was a sfa stenosis crossing via a destination sheath from contralateral approach. Navicross catheter was manipulated during the procedure. The vessel was 5mm, calcified with multifocal stenosis. The catheter breakage was discovered on catheter removal. Jammed on the wire with separate fragment. The procedure was not affected by this, and the patient post procedure was fine. There was no patient injury, medical/surgical intervention required. Procedure outcome was completed successfully. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. The actual samples upon receipt were one navicross (sample 1) and a competitor's guidewire (sample 2). Visual inspection of the actual samples obtained following results: (I) the distal end of sample 1 had been fractured; (ii) the total length of it was approx. 876mm; (iii) the fractured piece of sample 1 was found at approx. 1135mm from the distal end of sample 2. The length of fractured piece was approx. 32mm. It got stuck on sample 2 and could not be removed. Magnifying inspection obtained following results: (I) the reinforcement had been exposed from the fractured section of sample 1; (ii) the distal end of fractured piece of sample 2 had been flared, and the hand side of it had been elongated electron microscopic inspection obtained following results: (I) the outer layer of the fractured section of sample 1 had been elongated and had a torn shape; (ii) a torn shape was found on the hand side of fractured piece of sample 2; (iii) an abrasion was found on the distal end of fractured piece of sample 2. X-ray fluoroscopic inspection of the inside of fractured piece of sample 2 found that it was in a state of being in close contact with sample 2 on the distal side and the hand side of fractured piece. No reinforcement was found in the fractured piece. The outer and inner diameters of sample 1 were measured and confirmed to meet the specifications. The outer diameter of sample 2 was measured. It was 0.90mm. The maximum applicable guidewire diameter of navicross 35 is 0.035inch (0.89mm). Review of the manufacturing record and the product release decision control sheet of sample 1 confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Based on the investigation result, the following mechanism of occurrence was inferred. Due to the combined use of sample 2 that exceeds the applicable guidewire diameter for sample 1, it may have got stuck. Since the distal end of fractured piece of sample 2 was flared and abraded, it was presumed that it was in contact with the calcified lesion. Due to the above 1 and 2, sample 1 could not be inserted. Therefore, an attempt was made to remove sample 1 while leaving sample 2. As a result, it was inferred that stress was concentrated on the distal end of reinforcement which is the physicality transition section, and the fracture occurred. Relevant IFU (instructions for use) reference: direction for use - cautions "use a guide wire of an appropriate diameter."